Manufacturer narrative:
Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode for sleeve leakage was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: since no actual sample that caused the reported event was received and no abnormality was found from the investigation, bd was unable to confirm the complaint. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer's indicated failure mode.

Event description:
It was reported that bd vacutainer safety-lok blood collection rubber sleeve tubing leaks after one tube. There was no report of serious injury or medical/surgical intervention that occurred as a result of this incident.